Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The subject device (evis lucera elite colonovideoscope) is an olympus loaner asset that was returned for light guide lens missing. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was a foreign object in the nozzle. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined the illumination lens was cracking due to bumping the tip. In addition to the finds reported in b5, the curved rubber adhesive part was missing. The curved rubber adhesive was cracked. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of specification due to the elongation of the angle wire. There were scratches on insertion tube, operation part, tip cover, hardness adjustment ring, switch box, operation unit cover, up/down knob, up/down angle fixing lever, right/left knob, grip, universal cord, scope connector, scope connector cover and right/left angle fixing knob. Wrinkles were observed in the universal cord. The scope connector was discolored. The scope connector label was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.